Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2023 and suture was used. During the procedure, at 12:26, the surgical incision of the postpartum woman was sutured. During the suturing process, the suture was broken multiple times, causing multiple puncture injuries to the patient and increasing intraoperative oozing to a certain extent. After this situation occurred, the suture was immediately replaced, and the needle was re sutured. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please confirm what was broken during the surgery: the needle or the thread? It was reported that the suture was broken multiple times. Can you confirm the total number of products involved in this event? It was reported that multiple puncture injuries were caused. Were there any unexpected outcomes or complications as a result of these injuries? It was reported that the needle was re-sutured. Could you assist us in better understanding what is being reported with this? If re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.